Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. We were unable to perform any tests due to lcd physical damage. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
It was reported via phone call that the customer dropped insulin pump and now is having issues with display screen. The customer stated his pump is not displaying the screen properly and only sees it partially discolored. The customer's blood glucose was 170mg/dl. We were unable to perform self-test on pump due to customer having a partial discolored display. The customer was advised the pump will need to be replaced and revert to back up plan.